Manufacturer narrative:
(B)(4). This complaint for a leak was not confirmed and no root cause determined. A batch review could not be performed as the lot number is unknown. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). No further information is available at this time. A follow-up report will be submitted upon the completion of baxter's quality review.

Event description:
A home patient (hp) contacted (B)(4) requesting assistance to remove the cassette from the homechoice (hc) unit during drain. The hp stated she had disconnect and wanted to get the cassette out of the door. The technical service representative (tsr) assisted the hp to end therapy and advised to start over using new supplies. The hp confirmed she had a leak in one of the lines. No patient injury or medical intervention was reported.